Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left venous access point was occluded and the patient experienced syncope. It was also reported that the right ventricular (rv) lead was fractured, exhibited loss of capture and high / rising impedance. Both the right atrial (ra) lead and rv lead were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a temporary pacemaker utilized prior to lead replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness. The patient is a participant in the post approval clinical surveillance product surveillance registry.